Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the patient felt a huge pain because of a broken neck. Revised to tha.